Event description:
Caller reported a cgm error that initially affected their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, which resolved the issue, allowing the caller to successfully restart their sensor session without further errors.